Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during attempted suture placement in the right common femoral artery using the preclose technique prior to an endovascular abdominal aortic aneurysm (aaa) procedure, there was difficulty inserting the device. The device was removed with the foot open. Reportedly, after device removal it was observed that the distal guide was kinked. The arteriotomy was 6f. The aaa procedure was completed and hemostasis was achieved by surgical cut-down and artery repair. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.